Event description:
It was reported that technical services (ts) received a call from the clinic to review the electrogram (egm) to see about atrial capture. It showed possible loss of capture (loc), which could have also been retrograde conduction, however the device was not seeing the extra signal on the right atrial (ra) lead. Ts advised bringing the patient in for evaluation. The ra lead was later explanted because of a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that technical services (ts) received a call from the clinic to review the electrogram (egm) to see about atrial capture. It showed possible loss of capture (loc), which could have also been retrograde conduction, however the device was not seeing the extra signal on the right atrial (ra) lead. Ts advised bringing the patient in for evaluation. The ra lead was later explanted because of a product performance issue. No additional adverse patient effects were reported.